Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00086. It was reported that the patient was not getting adequate therapy due to high impedances on several contacts of the leads. As a result, surgical intervention occurred on (B)(6) 2021 and the leads were explanted and replaced. The patient has effective therapy post operatively.